Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), embedded device ('embedded within the myometrium, at the right and left cornua.are two metallic coils'), device expulsion ('embedded within the myometrium, at the right and left cornua.are two metallic coils'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 46-year-old female patient who had essure (batch no. 919036, 919035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polypectomy in 2007, d & c in 1990, high cholesterol, anemia, iron deficiency, menses irregular, c-section (in 1992, 1996.) And vaginal irritation. Patient had a affirm vpiii microbial identification test which is positive. Previously administered products included for an unreported indication: norco, promethazine from 13-jul-2012 to 30-aug-2019 and crestor. Concurrent conditions included metrorrhagia, weight gain, endometrial biopsy, intermittent fever, abnormal stools, abdominal bloating, irritable bowel syndrome, blood in urine, hematuria, axillary mass, uterine bleeding, abdominoplasty, tenderness, dysuria, vaginal discharge, adhesion and cervicitis. On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, infection"), anxiety ("psychological or psychiatric condition: anxiety"), rash ("rashes or skin conditions type: cold sore, rashes on chin"), oral herpes ("rashes or skin conditions type: cold sore, rashes on chin"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), toothache ("dental problems : toothache"), amnesia ("neurological conditions or problems type: loss of memory"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: cramping, gas, pain, bowel problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: cramping, gas, pain, bowel problems"), adenomyosis ("other injury(ies) or complication please describe: adenomyosis."), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headache"), arthralgia ("hip and leg pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and fungal infection ("infection (other) describe: yeast"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain/ vaginal"), pain in extremity ("hip and leg pain"), pain ("pain and discomfort") and gastrointestinal pain ("gastrointestinal or digestive system condition type: cramping / pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device expulsion, menorrhagia, vaginal haemorrhage, genital haemorrhage, vaginal infection, anxiety, rash, oral herpes, migraine, anaemia, toothache, amnesia, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrointestinal disorder, adenomyosis, urinary tract disorder, bladder disorder, vulvovaginal pain, pain, fungal infection and gastrointestinal pain outcome was unknown and the headache, arthralgia, pain in extremity, back pain and abdominal pain was resolving. The reporter considered abdominal pain, adenomyosis, amnesia, anaemia, anxiety, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, fungal infection, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, headache, menorrhagia, migraine, oral herpes, pain, pain in extremity, pelvic pain, rash, toothache, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - in 2012: normal.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Impression: 1. Tubal occlusion demonstrated status post essure coil placement.. Pathology test - on (B)(6) 2018: final pathologic diagnosis uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): cervix: mild chronic cervicitis. Endometrium: changes consistent with prior ablation. Myometrium: adenomyosis. Serosa: unremarkable. Fallopian tubes: unremarkable. Pregnancy test urine - in 2011: negative. Smear cervix - in 2012: normal.. Ultrasound uterus - on (B)(6) 2018: ultrasound result showed the following: adenomyosis and saline infusion limited due to adhesion of cavity due to previous ablation, pockets of endometrium seen.; on 18-jun-2018: adenomyosis and proper position of essure. Concerning the injuries reported in this case, the following ones were confirmed patient's medical record confirming: abdominal pain, back pain, dysmenorrhea, menorrhagia, headaches, pelvic pain female , gastrointestinal complaints, dyspareunia, adenomyosis. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device and device expulsion. Lot number: 919035 manufacture date:2011-11 expiration date: 2014-11-30. Lot number: 919036 manufacture date:2011-11 expiration date: 2014-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), embedded device ('embedded within the myometrium, at the right and left cornua.are two metallic coils'), device expulsion ('embedded within the myometrium, at the right and left cornua.are two metallic coils'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 46-year-old female patient who had essure (batch no. 919036, 919035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polypectomy in 2007, d & c in 1990, high cholesterol, anemia, iron deficiency, menses irregular, c-section (in 1992, 1996.) And vaginal irritation. Patient had a affirm vpiii microbial identification test which is positive. Previously administered products included for an unreported indication: norco, promethazine from (B)(6) 2012 to (B)(6) 2019 and crestor. Concurrent conditions included metrorrhagia, weight gain, endometrial biopsy, intermittent fever, abnormal stools, abdominal bloating, irritable bowel syndrome, blood in urine, hematuria, axillary mass, uterine bleeding, abdominoplasty, tenderness, dysuria, vaginal discharge, adhesion and cervicitis. On 3-apr-2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, infection"), anxiety ("psychological or psychiatric condition: anxiety/psych injury"), rash ("rashes or skin conditions type: cold sore, rashes on chin"), oral herpes ("rashes or skin conditions type: cold sore, rashes on chin"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), toothache ("dental problems : toothache"), amnesia ("neurological conditions or problems type: loss of memory"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: cramping, gas, pain, bowel problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: cramping, gas, pain, bowel problems"), adenomyosis ("other injury(ies) or complication please describe: adenomyosis."), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headache"), arthralgia ("hip and leg pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and fungal infection ("infection (other) describe: yeast"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain/ vaginal"), pain in extremity ("hip and leg pain"), pain ("pain and discomfort"), gastrointestinal pain ("gastrointestinal or digestive system condition type: cramping / pain") and urinary tract infection ("uti"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal infection, anxiety, rash, anaemia, toothache, amnesia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, adenomyosis, urinary tract disorder, gastrointestinal pain and urinary tract infection had not resolved, the embedded device, device expulsion, vaginal haemorrhage, oral herpes, migraine, flatulence, bladder disorder, vulvovaginal pain, pain and fungal infection outcome was unknown and the headache, arthralgia, pain in extremity, back pain and abdominal pain was resolving. The reporter considered abdominal pain, adenomyosis, amnesia, anaemia, anxiety, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, fungal infection, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, headache, menorrhagia, migraine, oral herpes, pain, pain in extremity, pelvic pain, rash, toothache, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, other injuries/sympt : yes, bladder/urinary prob: no diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - in 2012: normal.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Impression: 1. Tubal occlusion demonstrated status post essure coil placement.. Pathology test - on (B)(6) 2018: final pathologic diagnosis uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): - cervix: mild chronic cervicitis. - endometrium: changes consistent with prior ablation. - myometrium: adenomyosis. - serosa: unremarkable. - fallopian tubes: unremarkable. Pregnancy test urine - in 2011: negative. Smear cervix - in 2012: normal.. Ultrasound uterus - on (B)(6) 2018: ultrasound result showed the following: adenomyosis and saline infusion limited due to adhesion of cavity due to previous ablation, pockets of endometrium seen.; on (B)(6) 2018: adenomyosis and proper position of essure.. Concerning the injuries reported in this case, the following ones were confirmed patient's medical record confirming: abdominal pain, back pain, dysmenorrhea, menorrhagia, headaches, pelvic pain female , gastrointestinal complaints, dyspareunia, adenomyosis. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device and device expulsion. Lot number: 919035 manufacture date:2011-11 expiration date: 2014-11-30 lot number: 919036 manufacture date:2011-11 expiration date: 2014-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter information added. Outcome of the event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, anemia, rash/skin condition, anxiety/psych injury, urinary probs, vag. Infect., uti, fatigue, gi conditions, dental probs, adenomyosis we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), embedded device ('embedded within the myometrium, at the right and left cornua are two metallic coils'), device expulsion ('embedded within the myometrium, at the right and left cornua are two metallic coils'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 919036, 919035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polypectomy in 2007, d & c in 1990, high cholesterol, anemia, iron deficiency, menses irregular, c-section (in 1992, 1996.) And vaginal irritation. Patient had a affirm vpiii microbial identification test which is positive. Previously administered products included for an unreported indication: norco, promethazine from (B)(6) 2012 to (B)(6) 2019 and crestor. Concurrent conditions included metrorrhagia, weight gain, endometrial biopsy, intermittent fever, change of bowel habit, abdominal bloating, irritable bowel syndrome, blood in urine, hematuria, axillary mass, uterine bleeding, abdominoplasty, tenderness, dysuria, vaginal discharge, adhesion and cervicitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, infection"), anxiety ("psychological or psychiatric condition: anxiety"), rash ("rashes or skin conditions type: cold sore, rashes on chin"), oral (B)(6) ("rashes or skin conditions type: cold sore, rashes on chin"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), toothache ("dental problems : toothache"), amnesia ("neurological conditions or problems type: loss of memory"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: cramping, gas, pain, bowel problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: cramping, gas, pain, bowel problems"), adenomyosis ("other injury(ies) or complication please describe: adenomyosis."), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headache"), arthralgia ("hip and leg pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and fungal infection ("infection (other) describe: yeast"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain/ vaginal"), pain in extremity ("hip and leg pain"), pelvic discomfort ("pain and discomfort") and gastrointestinal pain ("gastrointestinal or digestive system condition type: cramping / pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection, anxiety, rash, oral (B)(6), migraine, anaemia, toothache, amnesia, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrointestinal disorder, adenomyosis, urinary tract disorder, bladder disorder, vulvovaginal pain, pelvic discomfort, fungal infection and gastrointestinal pain outcome was unknown and the headache, arthralgia, pain in extremity, back pain and abdominal pain was resolving. The reporter considered abdominal pain, adenomyosis, amnesia, anaemia, anxiety, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, fungal infection, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, headache, menorrhagia, migraine, oral (B)(6), pain in extremity, pelvic discomfort, pelvic pain, rash, toothache, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6) test - in 2012: normal. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Impression: tubal occlusion demonstrated status post essure coil placement. Pathology test - on (B)(6) 2018: final pathologic diagnosis uterus, cervix and bilateral fallopian tubes. (Hysterectomy and bilateral salpingectomy): cervix: mild chronic cervicitis. Endometrium: changes consistent with prior ablation. Myometrium: adenomyosis. Serosa: unremarkable. Fallopian tubes: unremarkable. Pregnancy test urine - in 2011: negative. Smear cervix - in 2012: normal. Ultrasound uterus - on (B)(6) 2018: ultrasound result showed the following: adenomyosis and saline infusion limited due to adhesion of cavity due to previous ablation, pockets of endometrium seen. On (B)(6) 2018: adenomyosis and proper position of essure. Concerning the injuries reported in this case, the following ones were confirmed patient's medical record confirming: abdominal pain, back pain, dysmenorrhea, menorrhagia, headaches, pelvic pain female , gastrointestinal complaints, dyspareunia, adenomyosis. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs received: case became valid and incident. Lot number and events onset date added. Injury nos was replaced with new events- pelvic pain, vaginal bleeding, menorrhagia, genital bleeding, vaginal infection, yeast infection, anxiety, cold sore, rashes on chin, bladder or urinary problems or changes, migraines, anemia, loss of memory, dysmenorrhea, dyspareunia, fatigue, cramping/ gas pain, bowel problems, adenomyosis, vaginal pain, headache, toothache, hip and leg pain, lower back pain, abdominal pain, pelvic discomfort. Updated outcome of events abdominal pain, hip and leg pain, back pain, headache to recovering/resolving. Reporters, patients dob, lab data, medical history were added. On 16-aug-2019: mr received. Lot number was added. New events added (from mr): embedded within the myometrium, at the right and left cornua, device expulsion. Reporters, concomitant conditions, medical history and lab data were added. Fu (02 & 03 processed together). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.